Manufacturer narrative:
The explanted ipg will not be returned to bsn as it wss discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was replaced due to communication issue between the ipg and the remote control. The patient was involved in a non device related event and since then hasn't been able to communicate with the ipg. The patient is doing well following the revision.